Manufacturer narrative:
This report is filed october 14, 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment.the patient underwent revision surgery (date not reported) to remove the abutment. A new fixtrue and abutment have been placed during the same surgery.